Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 13.9 mmol/l (250 mg/dl) after an unspecified duration of pod wear and did not decrease despite administering a correction bolus dose. The patient managed the elevated blood glucose by administering a manual insulin injection, after which levels were reported to have decreased to approximately 9.7 mmol/l (~175 mg/dl.) A new pod was subsequently applied. The patient further reported that the pink slide did not advance as expected on the removed pod, indicating a potential needle mechanism failure. No medical intervention was reported.